Event description:
The patient felt a vibration on the ICD pocket due to a patient alert notification. The physician performed a complete device follow up and found the rv lead impedance was out of range. The rv lead was repositioned.

Manufacturer narrative:
Na